Event description:
Additional information received from healthcare professional indicates patient symptoms have resolved.

Event description:
Healthcare professional reported just after injection to the malar region with juvederm voluma pt developed "numbness on the left: part of the upper lip, the upper gums, skin and mucous membranes of the nose, lower eyelid and the middle third of the face." Pt was treated with nise, trental tablets, prednisolone, and finlepsin. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of numbness is physiological complications are analysis of the device generally does not assist allergan in determining a probably cause for these events.